Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 25520 occurred, and right master tool manipulator right (mtm) on surgeon side console (ssc) #1 did not respond. Tse confirmed error 25520 and 23017 in the logs pointing to right mtm fault on ssc #1. Tse also confirmed this issue has happened in the last few days, but this has not been reported. The surgeon elected to use ssc #2 to complete the procedure without further issue. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a psc fixture test platform (pftp) where sine cycle was found to be failing on axis 6. Once testing was completed, the axis 6 motor was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause was attributed to component failure of the axis 6 motor from fa.

Event description:
Refer to h11 for follow-up information.